Manufacturer narrative:
Product event summary: analysis confirmed that the external pulse generator (epg) would not power on; the black battery wire was pinched and the insulation was compromised. It was also found that both display wires were pinched but the insulation was not compromised. The tube sleeve was also found to be missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.